Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the physician had difficulty positioning the atrial lead and when removing the lead discovered that the helix had been extended and he had not physically extended the helix himself. The lead was explanted and replaced. No patient complications have been reported as a result of this event.